Event description:
On (B)(6) 2011, the pt underwent repair of an abdominal aortic aneurysm. When using the gore excluder aaa endoprosthesis featuring c3 the physician constrained the device to reposition; however, the device did not completely unconstrain, only partially reopening. There was a proximal type I endoleak after deploying the device; therefore, two aortic extender components were implanted. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.